Event description:
The report stated that during a cystectomy, after sealing the lateral ligament, the jaws of the handpiece would not open. The surgeon cut the pt tissue around the jaws to remove the device. Some oozing bleeding occurred. The procedure was completed with another handpiece.